Event description:
It was reported that one month post implant there was p wave undersensing on the right atrial (ra) lead when the patient was lying on their side and in the right lateral position. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 407458, implantable pacing lead, (B)(6) 2013. (B)(4)

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing information. P wave amplitude is 0.875 mv or less throughout the record.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.